Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Aide is calling on behalf of the customer. The customer is concerned with test results from results obtained of 78, 79 and 67mg/dl. The customer¿s expected am fasting blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. When customer had obtained the blood glucose test result of 67mg/dl he was experiencing symptoms (undisclosed). Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. He test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 190mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 204 mg/dl date: (B)(6) 2022 time: 132pm non- fasting, result 2: 152 mg/dl date: (B)(6) 2022 time: 523am fasting am, result 3: 206 mg/dl date: (B)(6) 2022 time: 251am fasting am, result 4: 257 mg/dl date: (B)(6) 2022 time: 623pm (not sure if fasting or non fasting), result 5: 295 mg/dl date: (B)(6) 2022 time: 337pm (not sure if fasting or non fasting), result 6: 78 mg/dl date: (B)(6) 2022 time: 639am fasting, result 7: 79 mg/dl date: (B)(6) 2022 time: 137pm fasting, result 8: 67 mg/dl date: (B)(6) 2022 time: 1030am fasting.

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.